Event description:
New information received notes noise was not observed but oversensing due to post paced t wave oversensing was present on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented in clinic. It was noted on previously recorded episodes that noise, non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead. Programming changes to sensitivity were completed. The patient was stable before, during and after re-programming.